Manufacturer narrative:
Section a1,4,5,6: patient information is unknown section d: lot, serial, UDI, expiration date, dates of implant/explant are unknown h4: date of manufacturer is unknown. This report is based on a literature review and reports an adverse event associated with an impella cp. The incident is described in the article titled "pheochromocytoma-induced cardiomyopathy requiring mechanical circulatory support with cardiac recovery following surgical resection", published in jacc: case reports, volume 30, issue 22 on 6 august 2025. The article did not provide specific device identifiers such as lot or serial numbers.

Event description:
A 49-year-old woman presented with chest pain and palpitations, and ultimately developed cardiogenic shock secondary to a pheochromocytoma. She required impella 5.5 preceded by impella cp and venoarterial extracorporeal membrane oxygenation (va ECMO) support as a bridge to surgical resection. After adrenalectomy, she was weaned from mechanical circulatory support, with recovery of left ventricular function. Because of concern for limb ischemia, impella cp was transitioned to impella 5.5 and va-ECMO was decannulated.

Manufacturer narrative:
D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D4 serial number should of been left blank on the initial report that was submitted as the number is unknown. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the necessary materials were not returned for analysis so the serial number could not be identified to complete a phr inspection.